Event description:
Caller reported error with continuous glucose monitoring system identified as cgm error 42. There was no adverse impact to customer's blood glucose level. Customer was walked through a pump reset by technical support, and after the reset, error code did not reappear. Due to frequency of error, technical support decided to replace pump, which was still under warranty. Customer will continue to use current pump until the replacement arrives, and was given instructions on returning the problematic pump with a prepaid label.